Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise on the right ventricular (rv) channel. The rv lead was capped and replaced and the patient was stable.

Event description:
During a follow-up, there were episodes of noise on the right ventricular (rv) channel. During the revision procedure, no damage was noted on the lead. The rv lead was capped and replaced and the patient was stable.